Manufacturer narrative:
Complaint conclusion: an aviator plus balloon catheter (.014 5.5 x 15 x 142cm) was delivered to the lesion in the renal artery; however, it ruptured at fourteen atmospheres (14atm) due to severe calcification. There was no patient injury reported. The product was not returned for analysis. A product history record (phr) review of lot 17594141 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Without the return of the product for analysis and with the paucity of information available, it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics of severe calcification may have contributed to the reported event. According to the instructions for use, although this is not intended as a mitigation, ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, an aviator plus balloon catheter (.014 5.5x15 142cm) was delivered to the lesion in the renal artery, however, it ruptured at 14 atmospheres (atms) due to severe calcification. There was no patient injury reported. The device was clinically used and will not be returned for analysis.